Event description:
An effluent pressure low alarm occurred during a routine hemodialysis treatment. A manual saline bolus was performed and confirmed clotting in the filter. Treatment was discontinued without performing rinseback, resulting in an estimated blood loss of 190cc. The patient's standard epogen dose was increased. No other medical intervention was required.

Manufacturer narrative:
The alarm and subsequent blood loss is attributed to clotting of the filter preventing rinseback of the patient's blood. The cycler alarmed appropriately. The user's guide contains adequate information regarding probably causes of alarms and alarm recovery instructions. Nxstage medical considers this report closed. No additional information will be provided.